Event description:
The clinic reported that the vitrectomy was not functioning on the phaco machine. No patient injury reported.

Manufacturer narrative:
The amo field service engineer examined the phaco system at the customer location and was not able to find any issues with the operation of the vitrectomy function. Operational support was provided to the customer. Amo initiated a field correction event after becoming aware of a trend in complaints associated with amo vitrectomy cutter used in conjunction with the amo whitestar signature phacoemulsification system. Amo issued the field correction on april 2, 2008, to change the priming instructions for the vitrectomy cutter and to modify pressure settings on the signature whitestar unit. The report of correction was submitted to the FDA on april 16, 2008 (reference recall number z-1702-2008). Subsequently, amo reviewed reports in which the vitrectomy mode failed to start in conjunction with whitestar signature units affected by this field correction, and determined that these events meet the requirements for medical device reporting as malfunctions. Therefore, we are reporting this event.